Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen began to separate when the adhesive securing the screen bezel failed, and the user noticed the issue shortly before contacting support; the user continued to use the device and confirmed serial information, with blood glucose remaining unaffected. Symptoms included no injury and no changes in glycemic control. Outcomes included no medical intervention and no hospitalization. Investigation included review of the user report and initiation of device replacement logistics for return analysis. Investigation of this case revealed a hardware enclosure failure consistent with screen bezel separation due to adhesive detachment affecting the display assembly while device therapy and blood glucose readings remained stable. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to adhesive integrity.